Manufacturer narrative:
Actuator was returned and analysis shows that the unit had been adulterated. An incorrect part (actuator) had been altered and attached to the uno. The actuator replaced on the uno 102 was too large for this lift, therefore, when the lift arm was raised to its maximum height, the actuator bent, dropping the resident. Adulteration to the lift was the cause of this incident.